Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report for no power up was attributed to incorrect sequence/settings. During reporting the customer mentioned that the electrode pads were not connected to the device. Per the AED 3 operator's guide, make sure the defibrillation pads are always connected to the defibrillator and the battery is installed. If defibrillation pads are not connected while the device is stored, the device will show a blank (failed) readiness indicator and periodically beep to alert the operator that the device is not rescue ready. The customer was advised to replace the depleted battery and to keep the electrodes connected at all times to avoid unnecessary battery consumption. Analysis of reports of this type has not identified an increase in trend.